Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient's pump was alarming every 8 minutes. They played the alarm, and it was hard to make out but it could have been the pump critical alarm. Patient services reviewed potential reasons for critical alarm and redirected them to the healthcare provider (hcp) for pump interrogation. 2021-07-19 l1 (hcp) additional information was received from the healthcare provider that the cause of the pump alarm was that it was empty. The pump was refilled on (B)(6) 2021. The issue was resolved.